Event description:
It was reported that patient's blood pressure dropped, and pericardial effusion was confirmed. During a procedure to treat atrial fibrillation, an intellamap orion catheter was used. While mapping, the catheter was often seen in the left atrial appendage (laa). After 20 minutes of ablation and mapping, the patient's blood pressure dropped significantly, and a pericardial effusion was confirmed. Pericardiocentesis was performed, successfully resolving the issue. The patient left the operating room alert and in good condition. No further complications were reported, and the patient was admitted for full recovery. The device was disposed and will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.